Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was changed out due to normal battery depletion. When the right ventricular (rv) lead was connected to the new crt-d, however, high out-of-range (oor) shock lead impedance (sli) measurement greater than 200 ohms was observed and continued to be observed when the rv lead was hooked back to the old device. It was noted that sli measurements prior to the change out were stable. A lead fracture was suspected but not confirmed under fluoroscopy. The rv lead was surgically abandoned and replaced. This old device is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.